Manufacturer narrative:
(B)(4). Medical devices: unknown head ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10618, 0001825034 - 2018 - 10621.

Event description:
It was reported patient underwent a hip revision at an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date is unknown. Explant date is unknown. Concomitant medical products: 157446 ¿ m2a magnum head ¿ 399560; 11-103207 ¿ taperloc femoral head ¿ 772620; 139252 ¿ m2a magnum taper ¿ 060790; therapy date: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11282.

Event description:
No additional event information to report at this time.